Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible with isometrics. The therapy had been temporarily deactivated due to inappropriate anti-tachycardia pacing (atp) resulting from oversensing of the noise. It was also stated that there were high pacing thresholds, loss of capture and some pacing inhibition (no asystole). This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible with isometrics. The therapy had been temporarily deactivated due to inappropriate anti-tachycardia pacing (atp) resulting from oversensing of the noise. It was also stated that there were high pacing thresholds, loss of capture and some pacing inhibition (no asystole). This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 220-225 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.